Event description:
It was reported that pt underwent total hip replacement in 2007. The pt was revised in 2009, due to polyethylene wear of the liner. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Additional info was received on 10/19/2009 reporting the identification of the modular ceramic head component. This report filed on 11/18/2009.